Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient with history of myocardial infarction underwent ischemic ventricular tachycardia ablation procedure with thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cerebrovascular accident requiring extended hospitalization. After the procedure the patient woke up and had left side weakness. Transesophageal echocardiogram (tee), computed tomography (CT), and magnetic resonance imaging (MRI) wasperformed. The CT showed no damage, but the MRI showed two small areas of damage from a stroke. The carto serial number is (B)(4). The pump and generator serial number is unknown. The mapping catheter used was d134805 (stsf) and the deca nav unknown catalog number was used. In the opinion of the physician the event was result of patient condition and occurred during use of biosense webster inc. Products. The patient¿s condition was improved. There was no report of steam pop, char, or any other device problems in this event. We are conservatively reporting under the stsf catheter.